Manufacturer narrative:
A ge service representative performed an onsite investigation. The false contacts in the connectors were repaired. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that when powered up, the lights came on, but the system's monitors did not receive electrical current. No patient injury was reported.